Event description:
It was reported that the ilet issued repeated occlusion alerts indicating stalled motor events, and insulin delivery stopped multiple times while the user dismissed the alerts without performing troubleshooting, which led to prolonged elevated blood glucose. The issue involved the infusion set and cartridge and reflected an understanding gap regarding required occlusion troubleshooting. Symptoms included hyperglycemia. Attempts to obtain additional information were unsuccessful. Outcomes included interruption of insulin delivery. Investigation included review of engineering logs and customer service follow-up to obtain additional event details. Investigation of this case revealed consecutive stalled motor alarms consistent with insulin occlusion events and user non-response to alarms, indicating an occlusion-related interruption in delivery associated with the infusion set and cartridge. It was concluded, based on previously established findings for similar reports, that the cause was user-related failure to perform occlusion troubleshooting in the setting of an infusion delivery occlusion.